Event description:
It was reported that during a scheduled vena cava filter retrieval, the filter was retrieved successfully without incident; however, a detached limb was noted to be missing from the filter upon further visual inspection. The detached limb was identified in the ivc wall and approx seven days post filter retrieval, the detached limb was successfully retrieved from the ivc. There was no reported pt injury.

Manufacturer narrative:
The event was reported via medwatch report #(B)(4). The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.